Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the customer incorrectly entering bolus values into the bolus calculator resulting in the customer¿s blood glucose (bg) level decreasing to 20 mg/dl. Additionally, it was reported that the customer experienced intermittent low blood glucose (bg) levels of 40 mg/dl. Cause was not known. Customer consumed carbohydrates to address all bg events. Tandem technical support educated the customer on properly entering the bolus options into the pump and recommendation the customer consult with a healthcare provider regarding diabetes management.